Event description:
It was reported that the patient presented to the cath lab for a right ventricular lead revision and generator change out due to oversensing noise leading to inappropriate shocks. The old right ventricular lead was caped. The patient remained stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).